Event description:
Augmented with mcghan style 168 textured mammary saline implants 270/300 cc. In 2004 noticed rippling over last several years. Three weeks later deflation right breast implant. Three weeks later pt underwent bilateral explant - right implant deflated, left implant intact.